Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse called the site and spoke with the robotics coordinator and was informed the hospital encounter a power surge prior to turning the system on. Fse then went on site to inspect the system and confirmed the issue reported. To correct the issue, the fse programmed the tower's common compute controller (ccc). The system passed all required tests. The system is now working properly. No parts were replaced.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the staff was trying to power the system on, but they were encountering repeated errors. On-site logs reflect that error 311 pointed to the master supervisory controller. Tse explained that a site visit was required to reprogram the system. The procedure was aborted with no patient involvement.